Event description:
It was reported that the programmer had telemetry failure. Both the programmer and a programmer head were returned for service. It was further requested that there be a test and calibration. Follow-up indicated that the programmer head was changed out but was unable to be eliminated as a possible source of the failure. No patientcomplications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm that the programmer head had telemetry failure, the head passed functional and systems tests and no other anomalies were found. (B)(4).